Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Please see the updates in sections: g3, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the legal manufacturer presumed that the staff at the facility was inadequately trained in device handling or reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing: ¿precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) says the user to reprocess device immediately after each procedure: ¿precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure ¿ the legal manufacturer confirmed via device history record (DHR) that the device was shipped out, satisfying specifications.

Manufacturer narrative:
Date of event is (B)(6) 2021, the date the ess was told of incorrect reprocessing. Device not returned. As part of our investigation, the ess informed the staff that the facility¿s infection control should be informed of the improper reprocess due to the concern of patient safety. The staff contacted the department manager and the ess discussed the improper reprocessing findings. The ess provided an in-service which included: leak testing, cleaning, brushing, rinsing and pre-soak according to the olympus manual. The ess reported that the facility¿s coordinator arrived after the in-service and was also informed of the reprocessing findings and that someone from olympus would be in contact to obtain additional information. The scope will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer called service center to request reprocessing education and demonstration of an evis exera ii gastrointestinal videoscope. An olympus endoscopy support specialist (ess) arrived at customer site to provide in-service to staff. During the demonstration, ess was notified, by staff that due to staffing shortages scopes are not cleaned immediately after use. The staff confirmed the scopes, ¿on occasion¿, are left over night and cleaned the next day before use. Additionally, staff stated there ¿is no time for pre-soak¿. The in service was completed for proper reprocessing procedures including leak testing, cleaning, brushing, rinsing and pre soak according to the olympus manual. At the time of this report there have been no reported patient infections or harm. This report is for 2 of 3 scopes (gastrointestinal ). All complaints related to this event (B)(4).